Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a severe low blood glucose event on (B)(6) 2026. The caregiver stated that the patient collapsed and nearly lost consciousness, and paramedics documented a blood glucose level of 44 mg/dl. The patient was treated with glucose tablets and glucose gel while semi-conscious and was transported to the emergency room by ambulance. The caregiver also reported ongoing severe low blood glucose episodes over the past two months along. No further information available.